Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided the free thyroxine (ft4) and free triiodothyronine (ft3) results were discrepant. The initial results from a cobas e602 analyzer were ft4 1.33 ng/dl and ft3 4.90 pg/ml. On (B)(6) 2014, a sample from the patient was submitted for investigation and the results from a cobas 8000 e602 analyzer serial number (B)(4) were ft4 1.29 ng/dl and ft3 3.93 pg/ml. The sample was also tested on an elecsys 2010 or cobas e411 analyzer and the ft4 result was 1.35 ng/dl and ft3 result was 4.17 pg/ml. On (B)(6) 2014, the sample was sent to another laboratory and tested on a centaur analyzer. The ft4 result was 1.1 ng/dl and the ft3 result was 2.0 pg/ml. The patient sample was tested with peg addition. The ft4 recovery was 175% and ft3 recovery was 157%. The sample was tested with proteing addition and the ft4 recovery was 207% and ft3 recovery was 157%. Information concerning which results were reported outside the laboratory was requested, but was not provided. The patient was not adversely affected.

Manufacturer narrative:
A sample from the patient was submitted for further testing. Free thyroxine (ft4) was retested on a cobas e411 and the customer's result was reproduced. The result was found to be within the reference range and was comparable to competitor methods. The difference observed between the roche and siemens analyzer most likely was due to the differences in the overall setup, antibodies used and standardization methods of the assays.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).